Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Plunger seal was broken. Case bottom seal in tact. Case was cracked at bottom by l-bracket and right plunger case. Force sensor bridge test was found in event history log. The technician performed power up and syringe test. Checked and tested the force sensor. The technician was unable to duplicate 'force sensor bridge test alarm' at power up or syringe test. Force sensor readings were out of specification values were 0= 0 pound (lb), 5= 3.81 lb, 15= 13.4 lb. The root cause of the reported issue was unable to be determine. The technician found no physical or any other damage to the force sensor. The technician replaced the force sensor and the plunger cable as a preventative measure. Performed preventative measure and all functional tests which passed

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.